Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the 4 way valve not shifting. Additional malfunction for this device; the power switch's alarm did not function.